Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. Pictures of the device after removal from the patient were provided by the facility. These images were reviewed as part of the engineering investigation. The images confirmed the reported withdrawal difficulty and that the balloon remained stuck within the sheath hub. No manufacturing non-conformances were able to be identified during the engineering investigation. This information underwent additional review and it was determined that in this case, no serious injury was reported and that as the devices were removed as a unit, the potential for injury is remote. This complaint is not considered to be a reportable event and a corrected report is being submitted. During manufacturing, the novaflex+ delivery system was 100% inspected by manufacturing and quality per for the following: guidewire tracking, visual inspection under 2.5x minimum magnification for mechanical damage (kinks, breaks) or missing/misplaced parts); flex deflection and bonds. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Based on the investigation, the two identified factors that may have prevented the delivery system from withdrawing into the sheath are: a) non-axial alignment or b) residual liquid volume in the delivery system during retrieval. According to the report, post procedure, the physician reviewed the cine images and found that ¿delivery system balloon was slightly more expanded than usual; therefore, the balloon might not have been fully deflated.¿ consequently while overcoming these procedural factors, additional tensile force and manipulation was likely required to withdraw the delivery system into the sheath, which resulted in the reported events. As the devices were not available for evaluation, a true root cause is unable to be determined at this time. Review of the device¿s device history record (DHR), manufacturing mitigations and applicable complaint history revealed no relevant issues. Since no manufacturing non-conformances, labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, the novaflex+ delivery system (ds) could not be withdrawn from an esheath and the ds balloon catheter detached from the balloon. The ds and sheath were removed as a unit. The procedure was performed under general anesthesia and percutaneous access was obtained in the right femoral artery. A 29 mm sapien xt valve was implanted. When trying to withdraw the ds, the balloon of the ds got stuck in the esheath and could not be withdrawn. Although the physician encountered strong resistance, he pulled the ds with all his strength and the nosecone detached from the bottom of the balloon. The ds and the esheath were withdrawn together and the access site was closed with a perclose closure device and compression hemostasis. The esheath was stripped after withdrawal and it was observed that the nosecone was stuck at the hemostasis valve. The physician checked ds balloon after the procedure with the images and found it was slightly more expanded than usual; therefore, the balloon might not have been fully deflated. It was considered that the nose cone detached from the balloon because the physician pulled the ds with all his strength despite encountering resistance.